Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Only the anchor and the suture were returned and the inserter was missing. Visual observation of the anchor under magnification reveals no structural anomalies. This complaint can be confirmed. However, it was reported that the patient had a hard quality bone. It is possible this caused the anchor to pull out. Other than this possibility, we cannot discern a root cause for the reported failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Based on the complaint rate and customer impact, we believe this to be an anomaly. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported the customer's gryphon anchor pulled out while the surgeon was passing sutures during a shoulder procedure. She stated the bone was very hard and when the surgeon pulled out the anchor, the sutures were twisted around the anchor. The sales representative stated she could not tell if the problem with the hard bone or the twisted sutures. The surgeon made a new bone hole and inserted another like anchor to complete the procedure with no patient consequences or delays. The device is coming back for evaluation.